Manufacturer narrative:
Results: the velocity was fractured approximately 37.0 cm from the hub. Bends and kinks were present along the length of the catheter. Conclusions: evaluation of the returned velocity confirmed a proximal shaft fracture. If the velocity is forcefully manipulated against resistance or if a stent retriever is manipulated against resistance within the velocity, damage such as a kink and subsequent fracture may occur. The root cause of the reported resistance could not be determined. Further evaluation of the device revealed kinks and bends. This damage may be incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in a branch of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), penumbra system jet 7 reperfusion catheter (jet7), and a non-penumbra stent retriever. It was noted that the patient¿s anatomy was tortuous. During the procedure, while advancing a stent retriever through the velocity, the physician experienced resistance and subsequently, the velocity became broken approximately 20 cm from the proximal portion. Therefore, the physician pulled the velocity to remove it. The procedure was completed using a new velocity, the same jet7 and stent retriever. There was no report of an adverse effect to the patient.